Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue.  Evaluation included a visual assessment as well as functional testing.   Evaluation experienced a no audio sound.  The cause was identified to be a defective speaker which the rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced no sound. No additional information is available.